Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) system display has a flickering issue. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue. The fse found that the display to video receiver cable was faulty. The fse replaced the cable and the unit passed all functional and safety tests.

Event description:
N/a